Manufacturer narrative:
The medical product is not available for analysis and could therefore not be examined. The analysis is therefore based on the existing production documents and the returned data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The returned data were analyzed. The analysis of the follow-up data showed atrial lead impedance values >2500 ohm since (B)(6) 2016, both in the unipolar and the bipolar configuration. However, the time of the last lead defect could not be determined because the implant was reprogrammed right before generating the memory dump. Based on the available data, the cause of the clinical observation could not be determined. The available data did not indicate a device malfunction. There is no indication of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the two leads were newly implanted on (B)(6) 2016, and one day later, the unipolar and bipolar impedance measurements in the atrium showed values above 2500 ohm. No deterioration of the patient&#62688;state of health was reported. There is no indication that any intervention was performed. It is believed this device remains implanted.